Event description:
Reporter noted sudden surge of vaccum during phaco of last quadrant punched hole in posterior capsule. Vitrectomy performed; iol placed in sulcus. Did not feel this was an injury to the pt.